Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
This is the first of two reports (same patient, same incident, different product ids). This report is in regards to the cam01 monitor. The cam01 monitor had a malfunction during an insertion of an intracranial pressure (icp) catheter. There was an error message saying the catheter was not connected. On inspection, the icp lead was not fully inserted into the housing of the monitor and when it was corrected with the surgeon concerned, the monitor then displayed a faulty symbol, a spanner icon, the number 4, and an information icon. There was no patient injury or death alleged. It was unknown if the event lead to an increase in surgery time. Additional information has been requested.